Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the guide ring on the sagittal saw attachment device was loose. There was an eight minute delay in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling pin came apart from the bearing housing. It was noted that the oscillating head was damaged, the housing was corroded, and the seals and bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to wear on components and loctitie degredation from repeated sterlization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.